Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735521; product ID: 9735824; product ID: 9735825; product ID: 9735777; product ID: 9735780. The manufacturer representative went to the site to test the navigation system. They changed the em controller, side emitter and instrument breakout box to be sure that everything works correctly. The issue was then resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that once the side emitter is plugged in, the screen delivers a message which says the em localizer is faulty. The same happens when using the flat emitter. However the breakout instrument box works without any issues. There was no patient involved. It was thought to a port failure on the em controller, because both the side and flat emitter displayed the same issue while the instrument breakout box works without issues. The manufacturer representative went to the site and changed the em controller, side emitter and instrument breakout box to be sure that everything works correctly.

Manufacturer narrative:
H3: the electromagnetic (em) controller (product: 9735824, lot: 603001745) was returned to the manufacturer for analysis. Analysis found that the unit connected initially, then displayed faults in "lat." Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.